Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller said pt got the device to help them pee, because they could not pee, their pelvic floor does not work. Caller said at the very start their symptom improvement was very good at the start, they were only up maybe 3 times a night, but starting in the last week or 10 days their symptoms have gone back to where they were at the start, at night, sometimes they are up during the night every hour and a half or even more. At the follow-up they were so happy with the results. Caller also said pt had 2 falls, one was on sunday (5 days ago) and after that, noticed at night: they have to sit there to pee. Caller and pt were concerned because when pt fell on concrete they fell on that right hand side and could not use their legs they had to drag themselves across the concrete to get to the chair and get up using the chair. Caller said they reported the fall to the doctor and have an appointment on (B)(6) 2024 when the rep will be there. Offered assistance to use equipment and callers wanted to and were successful to make an adjustment increasing on their setting by one tenth confirming comfortable sensation. Reviewed some general interstim information and redirected to pts doctor. Patient will maintain stimulation level and will continue to track symptoms. Other medical information reported during the call: caller said: because pt's pelvic floor that does not work they have to have enemas every 12 hours. Patient rep called back and stated they saw rep on monday (B)(6) 2024 and they changed the program but they were calling now because the patient wanted to change it back to their previous program because the patient didn't think that program was helping and they thought the previous program (program 4) was better. Patient services walked the caller through connecting to the patient's settings. The therapy was on, on program 6 at 1.4 ma. Caller switched the patient to program 4 and increased the stimulation up to over 2.0 ma but the patient wasn't feeling the stimulation. Patient stated they just wanted to go back to where they were before, 1.8 ma. Patient services reviewed stimulation and programming considerations with the caller and redirected the caller and patient to follow up with their patient's health care provider (hcp) if they needed additional programming suggestions. Patient stated they were going to monitor their symptoms on their current program and stated they may call back for assistance in the future. Patient services also reviewed device description/function with the caller and external device function and how to turn the therapy on/off. Caller stated they wondered if they'd accidentally turned the therapy off in the past after making an adjustment because they hadn't been aware of what the on/off switch did. Documented reported event. No further action was taken by patient services.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the x-ray showed no significant change since day of implant and patient can feel stimulation when turned off and on and up and down. The rep saw the patient on 2024-aug-05 at which time patient did indicate that they stopped taking flomax, to which the providers office was unaware. Also of note, patient was strongly encouraging their wife to change programs if they only had 1 bad day, not a week. Patient stated that their symptoms were worse at night, but does ok during the day. Re-education was done with patient and wife again. Patient did verbally say that program 5 worked well for them. Thus was put back on program 5 and encouraged not to change.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.